Manufacturer narrative:
(B)(6). Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Event description:
The offset (aimer) is hard to insert and remove from the guide handle. There was no backup available. The case was an acl which was completed successfully. There was no reported delay, patient injury or surgical complication.